Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our (B)(4) affiliate, during an off label procedure in the tricuspid position, the edwards balloon valvuloplasty (bav) balloon ruptured before full inflation. There was difficulty in withdrawing the balloon catheter through the sheath. Eventually the balloon catheter was withdrawn with the sheath. With the sheath removed it was noted that the apparent force required to remove the catheter separated leaving part of the balloon and the catheter tip in the patient. The pieces were retrieved successfully using a snare. As reported, this patient had severe tricuspid stenosis. The extremely calcified surgical valve was difficult to cross and requiring several attempts and wire exchanges. Once the valve was crossed the physician proceeded with balloon dilation using a non-edwards balloon catheter. Due to the difficulty crossing the valve the operators elected to pre-dilate with another balloon, selecting the edwards bav which burst during inflation. A high pressure balloon attempted further dilation but the operator was not successful in crossing the stenotic valve. The operators elected to abort the procedure. As per medical opinion, severe calcification of the severely stenotic valve led to the bav balloon rupture.

Manufacturer narrative:
The edward¿s balloon catheter was returned for evaluation. During visual inspection, the distal balloon was separated/ torn from the guidewire lumen and kinking of the guidewire lumen was noted (unable to determine if related to packaging). No functional testing could be performed due to the condition of the returned device (balloon burst and separation). Dimensional analysis of the balloon found the balloon wall thickness met specifications. The complaint for ¿balloon bust and distal tip separated¿ was confirmed based upon visual and dimensional inspection of the returned sample. No manufacturing non-conformances were observed as balloon wall thickness measurements met specification. Furthermore, applicable manufacturing mitigations, and IFU/training documentation did not reveal any issues that could contribute to the complaint. Per report, severe calcification of the severely stenotic valve led to the balloon rupture¿ transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The complaint for withdrawal difficulty was confirmed. A balloon burst increases the possibility of leaving a protruding material that can lead to interference and resistance during retrieval ¿there was much difficulty withdrawing the balloon catheter.¿ as a result, it is possible for the guidewire lumen to become severely stretched and the balloon to burst into two or more pieces and translate into a tear during system retrieval as stated in the description of this complaint, ¿with the sheath removed it became apparent that the force required to remove the catheter it separated leaving part of the balloon and the catheter tip still in the patient.¿ however, due to the condition of the returned device (balloon burst) functional testing was unable to be performed therefore, a true root cause for withdrawal difficulty is unable to be determined at this time. In this case, procedural and patient factors (severe calcification) contributed to the reported event. The complaint for balloon burst, distal tip separation and withdrawal difficulty were confirmed. However, no manufacturing non-conformities were revealed during the engineering evaluation of the returned sample. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate that exceeds the control limits for these failure modes (balloon burst, withdrawal difficulty and distal tip separation). Therefore, no corrective or preventative action is required.